Event description:
The customer reported that the buttons were sticking during testing. Upon testing at stryker run-on was confirmed. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.